Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer was called back with blank display after receiving new battery cap. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer stated that the insulin pump won't turn on after inserting new battery. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.